Event description:
It was reported that packaging had discoloration with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from chinese to english: it was found the unit package discolored before using. There are several products in every two boxes with this problem.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with a picture of the affected samples. After analyzing the picture of the affected sample provided to the manufacturing site for evaluation, we could see the reported yellowed film of the blister and confirm the reported issue. The burnt film was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. We conclude that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging had discoloration with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found the unit package discolored before using. There are several products in every two boxes with this problem.